Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As no device was returned, a product evaluation could not be carried out. It was reported that an air leak was detected that lasted 5 hours and this was resolved by pressing the dressing firmly to the skin. A tight seal must be ensured so there is no air leak within the system. The pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Based on the information of the event provided, the most probable root cause was determined as user variance. No corrective action is deemed necessary.

Manufacturer narrative:
Investigation has been concluded for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that an air leak was detected which was resolved by pressing the dressing to the skin. The returned device was evaluated. An initial visual inspection did not identify any issues. Data extracted from the device found that the system lost pressure for approximately 8 hours during the first day of therapy and subsequently entered a leak state. This confirmed a relationship between the event and the device. When the device enters a leak state it will notify the user with a visible indicator. The device, therefore, performed as would be expected. Based on the event and description and the device evaluation the air leak was caused by an insufficient seal of the dressing. This was then rectified by smoothing the dressing down. The fixation strips should be used to help the dressing stay in place. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment overnight air leak was detected, lasting approximately five hours. The event was resolved by pressing firmly to the skin. No adverse event or patient injury reported as an outcome.